Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for the call was to get MRI information. The caller reported that the patient's ins is not functional and they have not charged the ins in over one year. The patient contacted a manufacturer representative (rep) about the issue, the caller speculated that the contact about this issue occurred in the past few days. The caller did not have other details about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. Additional information received from the consumer reported that they were going to replace the stimulator. The issue was resolved.